Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one lutonix 035 drug-coated balloon catheter was returned for evaluation. No specific anomalies were noted during the visual evaluation. The balloon was inflated with an in-house presto inflation device during functional testing, and water was leaking from the distal tip. An attempt was made to cut the balloon, and the inner guide-wire lumen was inadvertently cut and therefore could not be continued. No other functional testing was performed. All the anomalies noted under microscopic observation. Therefore, the investigation for the reported balloon rupture remains inconclusive as the device was inadvertently cut at the inner guide wire lumen before the visual inspection for the rupture. However, the investigation is confirmed for the identified leak, as water was noted to leak from the distal tip upon inflating the returned device. A definitive root cause for the reported balloon rupture and identified leak could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2025). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon allegedly ruptured at 3 atm. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 03/2025.

Event description:
It was reported that during an angioplasty procedure, the drug coated balloon allegedly ruptured at 3 atm. There was no reported patient injury.